Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion consistent with friction to another device or patient anatomy located in the middle region of the lead. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures but did find an internal short. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported, a patient's right ventricular (rv) lead and atrial lead presented with oversensing noise. That led to accelerated tracking rates and missed ventricular pacing. Both leads were explanted in a procedure on (B)(6) 2023. Post-procedure, there were no patient consequences.